Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("today I have surgery to get essure out") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient would undergo medical device removal (seriousness criteria medically significant and intervention required). Essure would be removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.